Event description:
It was reported by the customer that the cs100 intra aortic balloon pump(iabp) screen was flickering and also had a battery issue. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1:event site name: (B)(6). Updated fields: b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11 corrected fields:b5,b6,b7,d10,e3,h6(medical device problem code, health effect impact codes) a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the keypad controller to video receiver to the video receiver cable was defective. The fse also stated there was no battery back up. The fse replaced the keypad controller to video receiver cable and the battery. All calibration and functional tests were performed and passed.

Event description:
It was reported by the customer that during routine check the cs100 intra-aortic balloon pump(iabp) screen was flickering and also had a battery issue. There was no patient harm or injury reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.